Event description:
Technical services received a report regarding a handpiece with defective cable feeding. During a phone call with the site, it was reported that the handpiece was also clogged, a system message was received indicating a loose tip, and that a corneal burn had occurred. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).